Manufacturer narrative:
During further investigation, it was determined that the burr device became hot during use from worn out bearings in the nose tube, which caused the burr device to get stuck and fracture. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that cutter device broke off inside of the bearing sleeve device. It was further reported that the cutter device was stuck in the bearing sleeve device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The brand name, common device name, catalog and lot number, and 510k number were unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that this bearing sleeve had a burr break off inside. An assessment was performed which confirmed that the burr shaft was discolored from heat during use. It was determined that this was caused by worn bearings/bushings. It was noted that bearing sleeves are nonrepairable devices which are recommended to be disposed of once bearing wear becomes apparent. It was determined that this device should have been disposed of prior to the bearing degradation becoming so great that a burr fractured during use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.